Manufacturer narrative:
Other, other text: photos and device were returned for investigation. Upon inspection, the complaint issue was confirmed. Review of the inspection process confirmed that proper inspections were done. Root cause analysis determined that the most probable cause is that the tube was damaged after it left smiths medical.

Event description:
Information received a smiths medical intubation/portex endobronchial tubes malfunctioned. During the use of the product, the inflation line got torn off. Reported the customer stopped using the product. No patient injury.